Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported receiving erratic readings of 271 mg/dl at 11:30 a.m. And 74 mg/dl at 12:15 p.m., however they were not obtained within 10 minutes, hence are invalid for comparison. The customer further reported losing consciousness and self-treating with honey to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.